Manufacturer narrative:
This product was received and tested by technical services and the failure was duplicated. The lcd screen had missing components and its flex cable was not plugged in. The lcd was replaced and the front shell was also replaced due to small cracks. The device was tested and returned to the customer.

Event description:
The customer reported that during a patient procedure, using a gs pgvl video monitor, the device was not displaying video. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.